Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that after a patient scan a ring artifact appeared on scanned images. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) reviewed raw data and inspected the system. The fse found the compensator was broken and replaced this part to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of the artifact. The system is in clinical use. This issue has been determined to not be a reportable event.